Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that during a meniscal repair, the specialist proceeded to implant the fast-fix 360 as described, and when the first shot was fired, the two implants came out. All the t implants were removed from the patient. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported. The patient's health status is stable.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found two fast fix. The suture of each one is out of the device and both anchors are still attached to the threads. An analysis of the customer provided video found arthroscopic images of the joint in which a suture is observed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.